Event description:
Type of procedure performed: myomectomy. [Name] hospital surgeon push the thumb ring forward to deploy the bag but the prongs stuck in the shaft. Please consult with attached picture. They replace a new one to complete this surgery. Photo is available in attachments comp_2021-000223.pdf. Additional information was received via email on 4feb2021 from [name] did the device looked as pictured (see below picture) upon removal from the patient. Yes. Upon initial insertion into the patient, were there multiple attempts to advance the actuator? Yes. Patient status: fine intervention: they replace a new one to complete this surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the event unit and the cord loop was cleanly cut. The returned unit was disassembled and the pawl, an internal component of the device, was slightly deformed. Based on the event description and evaluation of the returned unit, it is possible that the complainant experience a device jam, which resulted in retraction of the actuator prior to full actuation of the device.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: myomectomy. [Name] hospital. Surgeon push the thumb ring forward to deploy the bag but the prongs stuck in the shaft. Please consult with attached picture. They replace a new one to complete this surgery. Photo is available. Additional information was received via email on 4feb2021 from [name] did the device looked as pictured (see below picture) upon removal from the patient. Yes. Upon initial insertion into the patient, were there multiple attempts to advance the actuator? Yes. Patient status: fine. Intervention: they replace a new one to complete this surgery.